Manufacturer narrative:
The customer was unwilling to provide the required intake information, such as the kit's lot and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via the current revision to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The customer reported a false negative with the ID now covid-19 2.0 assay performed on an (B)(6) 2023 for a patient via nasal swab sample. The patient was transferred to another hospital and was tested (unknown brand and platform) on an unknown date that generated a positive result. The patient was not experiencing any symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative with the ID now covid-19 2.0 assay performed on an (B)(6) 2023 for a patient via nasal swab sample. The patient was transferred to another hospital and was tested (unknown brand and platform) on an unknown date that generated a positive result. The patient was not experiencing any symptoms. No additional patient information, including treatment and outcome, was provided.